Manufacturer narrative:
No malfunctions were reported to confirm. A partial lead was returned in one piece for analysis. Electrical and visual analysis were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-02938. It was reported the patient deceased. The patient had a cervical epidural in the morning and felt shortness of breath on the evening of their death. The cause of death was unknown.